Event description:
The device was returned to baxter for service. During testing, the baxter technician reported an infusion pump with a defective air in line printed circuit board (ail pcb). According to the hospital representative, no patient injury or medical intervention has been reported related to this device. No additional information is known.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on apr 19 2007. Evaluation summary:during product evaluation by baxter canada technical service, a defective air in line printed circuit board (ail pcb) was observed. Failure codes 810:02, 810:04 and 810:11 in the event history confirms the defective ail pcb. This failure code is manifested as a result of the ail pcb being defective. The ail pcb was replaced. The pump was tested for proper operation and pump found to function properly.